Event description:
The hospital reported that the power supply was observed to be smoking intermittently between (B)(6) 2013. We are following up with the customer for add'l details regarding this report, including date of the event(s), patient info, if there were any patient effects, and how the procedure(s) was completed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).